Event description:
In the evening of (B)(6) 2013, caller put 700 ml of formula into the bag, at approximately 10:00 am, on (B)(6) 2013; she noticed there was no change in the volume of the bag. She disposed the formula, filled it up with 700 ml, and started the feeding again. The pump had one "no flow" alarm; she resolved it and continued the feeding. She noticed the volume in the bag had not changed at the scheduled time of refill (1:00 am, on (B)(6) 2013). Her husband appeared to be ill and incontinent in the bed. She decided to take her husband to the emergency room; the diagnosis was "dehydration." He remains in the hospital today with the plan to perform a MRI for worsening cancer. Requested for caller to contact provider to exchange the pump.

Manufacturer narrative:
Device was not returned. A follow up will be sent if new information is received.